Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: project over the pelvic,"), endometriosis ("endometriosis"), transient ischaemic attack ("blood or heart disorder/condition type: tia which I believe could have been related"), abdominal pain ("abdominal pain") and hydrosalpinx ("type of disorder or condition: left hydrosalpinx") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, postoperative infection, foreign body in uterus, any part, acid reflux (oesophageal), pap smear abnormal, general body pain, ache, urgency urination, sore throat, dry mouth, shortness of breath, cough, sputum excretion increased, wheezing, heart rate high, depressed mood, numbness, dyspnea, heart rate high, change of bowel habit and diarrhea. Concomitant products included benzonatate, ergocalciferol (vitamin d2), hydrochlorothiazide (hctz), progesterone and promethazine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), irritability ("hormonal changes describe: irritability"), libido decreased ("decreased libido"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes on hands/leg"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), gastric disorder ("gastrointestinal or digestive system condition type: stomach issues"), alopecia ("hair loss"), arthralgia ("joint pain, pain in ankles, knee pain") and pain in extremity ("feet pain, hip pain, finger/hand pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced transient ischaemic attack (seriousness criterion medically significant) and vision blurred ("vision/eye problems, type: blurry vision"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent reproductive system disorder prophylaxis ("reproductive system disorder or condition"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), inflammation ("inflammation"), cervical cyst ("benign nabothian cysts"), adnexa uteri cyst ("benign paratubal cysts"), palpitations ("palpitations"), memory impairment ("memory issue"), pelvic pain ("pain,"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), dyspepsia ("heartburn"), back pain ("back pain"), abdominal pain upper ("stomach pain"), bone pain ("bone pain") and hypertension ("hypertension"). The patient was treated with surgery (excision of endometriosis and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, endometriosis, hydrosalpinx, inflammation, headache, reproductive system disorder prophylaxis, cervical cyst, adnexa uteri cyst, palpitations, memory impairment, allergy to metals, dyspareunia, pelvic pain, vision blurred, weight increased, gastric disorder, diarrhoea, abdominal distension and dyspepsia outcome was unknown, the transient ischaemic attack, anxiety, depression and hypertension was resolving and the abdominal pain, fatigue, irritability, libido decreased, menorrhagia, vaginal haemorrhage, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, alopecia, arthralgia, pain in extremity, back pain, abdominal pain upper and bone pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bone pain, cervical cyst, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, gastric disorder, headache, hydrosalpinx, hypertension, inflammation, irritability, libido decreased, memory impairment, menorrhagia, migraine, nausea, pain in extremity, palpitations, pelvic pain, rash, reproductive system disorder prophylaxis, transient ischaemic attack, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dyspareunia, menorrhagia, dysmenorrhea, pelvic pain, anxiety disorder, hypertension, nausea, abdominal pain, back pain, depression, depression. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received, reporter added, aka added, patient demographic added, product indication added, event added - irritability, decreased libido, abnormal bleeding (vaginal, menorrhagia),anxiety, depression, rashes or skin conditions type: rashes on hands/legs, migraines , headaches, reproductive system disorder or condition, type of disorder or condition: left hydrosalpinx, benign nabothian cysts, benign paratubal cysts, transient ischaemic disease, palpitations, device dislocation, nausea, or problems type: memory issues, nickel allergy, dysmenorrhea (cramping), dyspareunia, pelvic pain, vaginal discharge, blurry vision, fatigue, weight gain, stomach issues, diarrhea, bloating, heartburn, hair loss, arthralgia, pain in extremity, back pain, abdominal pain upper, bone pain, hypertension. Events onset date, outcome and severity added, patients medical history and concomitant drug added, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it looked like coil had perforated the tube/ left coil is probably out of place'), device dislocation ('migration of essure device location of device: project over the pelvic\my left coil is out of place') and abdominal pain ('abdominal pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, postoperative infection, foreign body in uterus, any part, acid reflux (oesophageal), pap smear abnormal, general body pain, ache, urgency urination, sore throat, dry mouth, shortness of breath, cough, sputum excretion increased, wheezing, heart rate high, depressed mood, numbness, dyspnea, heart rate high, change of bowel habit, diarrhea, nausea and nickel sensitivity. Concomitant products included acetylsalicylic acid (asprin), antibiotics, benzonatate, ergocalciferol (vitamin d2), hydrochlorothiazide (hctz), paracetamol (tylenol), progesterone, promethazine and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), irritability ("hormonal changes describe: irritability"), the first episode of libido decreased ("decreased libido"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes on hands/leg"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain,"), vaginal discharge ("vaginal discharge"), gastric disorder ("gastrointestinal or digestive system condition type: stomach issues"), alopecia ("hair loss"), arthralgia ("joint pain, pain in ankles, knee pain"), pain in extremity ("feet pain, hip pain, finger/hand pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced transient ischaemic attack ("blood or heart disorder/condition type: tia which I believe could have been related") and vision blurred ("vision/eye problems, type: blurry vision"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and reproductive tract disorder ("reproductive system disorder or condition"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), hydrosalpinx ("type of disorder or condition: left hydrosalpinx"), inflammation ("inflammation"), cervical cyst ("benign nabothian cysts"), adnexa uteri cyst ("benign paratubal cysts"), palpitations ("palpitations"), memory impairment ("memory issue"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), dyspepsia ("heartburn"), abdominal pain upper ("stomach pain"), bone pain ("bone pain"), hypertension ("hypertension"), muscle spasms ("my back has been been cramping"), malaise ("bed sick"), pyrexia ("fever"), urinary tract infection ("uti"), musculoskeletal chest pain ("rib pain"), overweight ("overweight"), arthritis ("arthritis"), peripheral swelling ("my feet swell"), cough ("coughing"), visual field defect ("blurred peripheral vision"), erythropsia ("red hot feeling"), aphasia ("aphasia"), bronchitis ("bronchitis"), retching ("dry heaving or gagging"), nervousness ("super nervous"), flatulence ("gas pain"), tenderness ("tenderness"), musculoskeletal pain ("shoulder pain"), sinusitis ("sinus infection"), constipation ("constipation"), scar ("scared"), asthenia ("no energy"), abdominal pain lower ("I had stabbing pain in my stomach"), joint swelling ("swelling of knees"), swelling face ("swelling of face"), the second episode of libido decreased ("sex drive went out of window"), vomiting ("so much is going around. 24 hour vomiting bug"), bowel movement irregularity ("pain meds will totally back up your bowel movements"), stress ("stressed") and anxious mood ("anxious"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, endometriosis, hydrosalpinx, headache, reproductive tract disorder, cervical cyst, adnexa uteri cyst, palpitations, memory impairment, allergy to metals, dyspareunia, vision blurred, weight increased, gastric disorder, diarrhoea, abdominal distension, dyspepsia, muscle spasms, malaise, pyrexia, urinary tract infection, musculoskeletal chest pain, overweight, arthritis, cough, visual field defect, erythropsia, aphasia, bronchitis, retching, nervousness, flatulence, tenderness, musculoskeletal pain, sinusitis, constipation, scar, asthenia, abdominal pain lower, joint swelling, swelling face, the last episode of libido decreased, vomiting, stress and anxious mood outcome was unknown, the abdominal pain, inflammation, fatigue, irritability, menorrhagia, vaginal haemorrhage, rash, migraine, nausea, dysmenorrhoea, pelvic pain, vaginal discharge, alopecia, arthralgia, pain in extremity, back pain, abdominal pain upper, bone pain, peripheral swelling and bowel movement irregularity had resolved and the transient ischaemic attack, anxiety, depression and hypertension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, allergy to metals, alopecia, anxiety, aphasia, arthralgia, arthritis, asthenia, back pain, bone pain, bowel movement irregularity, bronchitis, cervical cyst, constipation, cough, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, erythropsia, fallopian tube perforation, fatigue, flatulence, gastric disorder, headache, hydrosalpinx, hypertension, inflammation, irritability, joint swelling, malaise, memory impairment, menorrhagia, migraine, muscle spasms, musculoskeletal chest pain, musculoskeletal pain, nausea, nervousness, overweight, pain in extremity, palpitations, pelvic pain, peripheral swelling, pyrexia, rash, reproductive tract disorder, retching, scar, sinusitis, stress, swelling face, tenderness, transient ischaemic attack, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, vomiting, weight increased, the first episode of libido decreased, anxious mood and the second episode of libido decreased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight: 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dyspareunia, menorrhagia, dysmenorrhea, pelvic pain, anxiety disorder, hypertension, nausea, abdominal pain, back pain and depression ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events- vomiting, bowel movement irregularity, stressed , anxiety were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it looked like coil had perforated the tube/ left coil is probably out of place'), device dislocation ('migration of essure device location of device: project over the pelvic\my left coil is out of place') and abdominal pain ('abdominal pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, postoperative infection, foreign body in uterus, any part, acid reflux (oesophageal), pap smear abnormal, general body pain, ache, urgency urination, sore throat, dry mouth, shortness of breath, cough, sputum excretion increased, wheezing, heart rate high, depressed mood, numbness, dyspnea, heart rate high, change of bowel habit, diarrhea, nausea and nickel sensitivity. Concomitant products included acetylsalicylic acid (asprin), antibiotics, benzonatate, ergocalciferol (vitamin d2), hydrochlorothiazide (hctz), paracetamol (tylenol), progesterone, promethazine and sulfamethoxazole;trimethoprim (mortin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), irritability ("hormonal changes describe: irritability"), the first episode of libido decreased ("decreased libido"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes on hands/leg"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain,"), vaginal discharge ("vaginal discharge"), gastric disorder ("gastrointestinal or digestive system condition type: stomach issues"), alopecia ("hair loss"), arthralgia ("joint pain, pain in ankles, knee pain"), pain in extremity ("feet pain, hip pain, finger/hand pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced transient ischaemic attack ("blood or heart disorder/condition type: tia which I believe could have been related") and vision blurred ("vision/eye problems, type: blurry vision"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and reproductive tract disorder ("reproductive system disorder or condition"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), hydrosalpinx ("type of disorder or condition: left hydrosalpinx"), inflammation ("inflammation"), cervical cyst ("benign nabothian cysts"), adnexa uteri cyst ("benign paratubal cysts"), palpitations ("palpitations"), memory impairment ("memory issue"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), dyspepsia ("heartburn"), abdominal pain upper ("stomach pain"), bone pain ("bone pain"), hypertension ("hypertension"), muscle spasms ("my back has been been cramping"), malaise ("bed sick"), pyrexia ("fever"), urinary tract infection ("uti"), musculoskeletal chest pain ("rib pain"), overweight ("overweight"), arthritis ("arthritis"), peripheral swelling ("my feet swell"), cough ("coughing"), visual field defect ("blurred peripheral vision"), erythropsia ("red hot feeling"), aphasia ("aphasia"), bronchitis ("bronchitis"), retching ("dry heaving or gagging"), nervousness ("super nervous"), flatulence ("gas pain"), tenderness ("tenderness"), musculoskeletal pain ("shoulder pain"), sinusitis ("sinus infection"), constipation ("constipation"), scar ("scared"), asthenia ("no energy"), abdominal pain lower ("I had stabbing pain in my stomach"), joint swelling ("swelling of knees"), swelling face ("swelling of face") and the second episode of libido decreased ("sex drive went out of window"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, endometriosis, hydrosalpinx, inflammation, headache, reproductive tract disorder, cervical cyst, adnexa uteri cyst, palpitations, memory impairment, allergy to metals, dyspareunia, vision blurred, weight increased, gastric disorder, diarrhoea, abdominal distension, dyspepsia, muscle spasms, malaise, pyrexia, urinary tract infection, musculoskeletal chest pain, overweight, arthritis, cough, visual field defect, erythropsia, aphasia, bronchitis, retching, nervousness, flatulence, tenderness, musculoskeletal pain, sinusitis, constipation, scar, asthenia, abdominal pain lower, joint swelling, swelling face and the last episode of libido decreased outcome was unknown, the abdominal pain, fatigue, irritability, menorrhagia, vaginal haemorrhage, rash, migraine, nausea, dysmenorrhoea, pelvic pain, vaginal discharge, alopecia, arthralgia, pain in extremity, back pain, abdominal pain upper, bone pain and peripheral swelling had resolved and the transient ischaemic attack, anxiety, depression and hypertension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, allergy to metals, alopecia, anxiety, aphasia, arthralgia, arthritis, asthenia, back pain, bone pain, bronchitis, cervical cyst, constipation, cough, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, erythropsia, fallopian tube perforation, fatigue, flatulence, gastric disorder, headache, hydrosalpinx, hypertension, inflammation, irritability, joint swelling, malaise, memory impairment, menorrhagia, migraine, muscle spasms, musculoskeletal chest pain, musculoskeletal pain, nausea, nervousness, overweight, pain in extremity, palpitations, pelvic pain, peripheral swelling, pyrexia, rash, reproductive tract disorder, retching, scar, sinusitis, swelling face, tenderness, transient ischaemic attack, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased, the first episode of libido decreased and the second episode of libido decreased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight: 280 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dyspareunia, menorrhagia, dysmenorrhea, pelvic pain, anxiety disorder, hypertension, nausea, abdominal pain, back pain and depression ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of product technical complaint. On 5-feb-2020: plaintiff fact sheet received : no new significant information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('it looked like coil had perforated the tube/ left coil is probably out of place'), device dislocation ('migration of essure device location of device: project over the pelvic\my left coil is out of place') and abdominal pain ('abdominal pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, postoperative infection, foreign body in uterus, any part, acid reflux (oesophageal), pap smear abnormal, general body pain, ache, urgency urination, sore throat, dry mouth, shortness of breath, cough, sputum excretion increased, wheezing, heart rate high, depressed mood, numbness, dyspnea, heart rate high, change of bowel habit, diarrhea, nausea and nickel sensitivity. Concomitant products included acetylsalicylic acid (asprin), antibiotics, benzonatate, ergocalciferol (vitamin d2), hydrochlorothiazide (hctz), paracetamol (tylenol), progesterone, promethazine and sulfamethoxazole; trimethoprim (mortin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), irritability ("hormonal changes describe: irritability"), the first episode of libido decreased ("decreased libido"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes on hands/leg"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain,"), vaginal discharge ("vaginal discharge"), gastric disorder ("gastrointestinal or digestive system condition type: stomach issues"), alopecia ("hair loss"), arthralgia ("joint pain, pain in ankles, knee pain"), pain in extremity ("feet pain, hip pain, finger/hand pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2017, the patient experienced transient ischaemic attack ("blood or heart disorder/condition type: tia which I believe could have been related") and vision blurred ("vision/eye problems, type: blurry vision"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and reproductive tract disorder ("reproductive system disorder or condition"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), hydrosalpinx ("type of disorder or condition: left hydrosalpinx"), inflammation ("inflammation"), cervical cyst ("benign nabothian cysts"), adnexa uteri cyst ("benign paratubal cysts"), palpitations ("palpitations"), memory impairment ("memory issue"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), dyspepsia ("heartburn"), abdominal pain upper ("stomach pain"), bone pain ("bone pain"), hypertension ("hypertension"), muscle spasms ("my back has been cramping"), malaise ("bed sick"), pyrexia ("fever"), urinary tract infection ("uti"), musculoskeletal chest pain ("rib pain"), overweight ("overweight"), arthritis ("arthritis"), peripheral swelling ("my feet swell"), cough ("coughing"), visual field defect ("blurred peripheral vision"), erythropsia ("red hot feeling"), aphasia ("aphasia"), bronchitis ("bronchitis"), retching ("dry heaving or gagging"), nervousness ("super nervous"), flatulence ("gas pain"), tenderness ("tenderness"), musculoskeletal pain ("shoulder pain"), sinusitis ("sinus infection"), constipation ("constipation"), scar ("scared"), asthenia ("no energy"), abdominal pain lower ("I had stabbing pain in my stomach"), joint swelling ("swelling of knees"), swelling face ("swelling of face") and the second episode of libido decreased ("sex drive went out of window"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, endometriosis, hydrosalpinx, inflammation, headache, reproductive tract disorder, cervical cyst, adnexa uteri cyst, palpitations, memory impairment, allergy to metals, dyspareunia, vision blurred, weight increased, gastric disorder, diarrhoea, abdominal distension, dyspepsia, muscle spasms, malaise, pyrexia, urinary tract infection, musculoskeletal chest pain, overweight, arthritis, cough, visual field defect, erythropsia, aphasia, bronchitis, retching, nervousness, flatulence, tenderness, musculoskeletal pain, sinusitis, constipation, scar, asthenia, abdominal pain lower, joint swelling, swelling face and the last episode of libido decreased outcome was unknown, the abdominal pain, fatigue, irritability, menorrhagia, vaginal haemorrhage, rash, migraine, nausea, dysmenorrhoea, pelvic pain, vaginal discharge, alopecia, arthralgia, pain in extremity, back pain, abdominal pain upper, bone pain and peripheral swelling had resolved and the transient ischaemic attack, anxiety, depression and hypertension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, allergy to metals, alopecia, anxiety, aphasia, arthralgia, arthritis, asthenia, back pain, bone pain, bronchitis, cervical cyst, constipation, cough, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, erythropsia, fallopian tube perforation, fatigue, flatulence, gastric disorder, headache, hydrosalpinx, hypertension, inflammation, irritability, joint swelling, malaise, memory impairment, menorrhagia, migraine, muscle spasms, musculoskeletal chest pain, musculoskeletal pain, nausea, nervousness, overweight, pain in extremity, palpitations, pelvic pain, peripheral swelling, pyrexia, rash, reproductive tract disorder, retching, scar, sinusitis, swelling face, tenderness, transient ischaemic attack, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual field defect, weight increased, the first episode of libido decreased and the second episode of libido decreased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight: 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dyspareunia, menorrhagia, dysmenorrhea, pelvic pain, anxiety disorder, hypertension, nausea, abdominal pain, back pain and depression ". Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received: - new event added muscle spasms, sickness, fever, uti, rib pain, overweight, fallopian tube perforation, abscess, arthritis, peripheral swelling, coughing, visual field defect, erythropsia, aphasia, bronchitis, retching, nervousness, bone pain, gas pain, tenderness, shoulder pain, sinus infection, constipation, scared, no energy, abdominal pain lower, joint swelling, swelling of face, increased sex drive and event outcome added. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, inflammation and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue and inflammation to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.